Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous, non-calcified right anterior tibial artery. A 2.5mm x 220mm x 150cmcoyote balloon catheter was advanced to the right anterior tibial artery and upon 1st inflation to 10atms, a balloon rupture occurred. The device was successfully removed from the patient, and the procedure was completed using a coyote 2.5mmx150mm balloon. No complications were noted and the patient's condition is good.

Manufacturer narrative:
(B)(4). Age at the time of the event: 18 years or older. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).